Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as red, raw, burning skin. The patient's doctor prescribed a medication (type unknown). There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.